Manufacturer narrative:
One portex blue line ultra was returned for analysis in used condition. No discrepancies found upon visual inspection. Functional testing done by inflating the cuff while submerged under water; no discrepancies noted. The cuff was left inflated for 48 hours with no observed discrepancies. Relevant documents and the manufacturing process was reviewed; all deemed adequate. Cuff assembly operation and inflation line assembly operation were both reviewed; no discrepancies found. Inflation test was audited of 32 units of assembly with no observed deflated cuffs. Based on the evidence, no fault was found as the complaint was not confirmed.

Event description:
Information was received that while a smiths medical tracheostomy was in use, the customer noticed air was leaking from the cuff. No patient injury.